Event description:
Reporter alleged blood glucose measured 214 mg/dl on her meter nineteen minutes apart from a friend's meter which measured her glucose to be 114 mg/dl. It was reported customer's glucose then measured 246 mg/dl on her meter however felt low and did not want to take insulin so she went to the emergency medical technicians (emts) station. Emts device measured 114 mg/dl and about 10-15 minutes later her device read 214 mg/dl. Reporter stated no medical treatment was received from the emt station. A request was made for the return of the suspect device and replacement product was sent.